Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with rayovac alkaline battery. Unit had cracked reservoir tube lip and case near display window corners and battery tube threads.

Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump at the time of death, it was removed before passing. Caller stated that the customer's blood glucose was 70 mg/dl and he died due to diabetes and liver complications. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.